Event description:
Using a 1.1 gomco bell/clamp set to perform circumcision. Complete ring of foreskin removed without problem or concern. Once the clamp was loosened so the bell could be removed, there was a half-circle of tissue on one side of the penis that had been clamped inadvertently -not sure how this could happen- and had been so tightly clamped that the skin separated when rubbed gently with a 2x2 gauze pad, causing a semi-circle laceration on that side of the penis. There was no injury to the penis or urethra, but the urologist who was called placed 5 interrupted sutures in the separated skin. Reporter has never heard of this experience with a gomco clamp. They have removed the set from circulation in the hosp.